Event description:
A malfunction alarm occurred without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump.